Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6935-58 lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient¿s spouse called to report the patient¿s implantable cardioverter defibrillator (ICD) went off. The patient¿s spouse was unsure if the patient had fallen back on the bed. The patient was not feeling well but did look better. The patient¿s spouse is unsure if the ICD is working. A follow up with the patient¿s healthcare provider was not possible. The ICD remains in use. No further patient complications have been reported as a result of this event.